Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information in d10.

Manufacturer narrative:
Device is available for evaluation. It is yet to be received.

Event description:
The event involved a spiros that failed during a chemotherapy administration. The customer reported that during an IV push, a small drop of an unspecified medication leaked on the blue pad but not on the patient. There was a reported delay in therapy. However, there was no harm. This report captures the second of two events.